Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced low blood glucose level 41 mg/dl. The customer mentioned other blood glucose level of 155 mg/dl. The customer was treated with food. The customer did not report any symptoms for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not allege that the insulin pump was over delivering. Drive support cap was normal. Troubleshooting was performed for low blood glucose level. The insulin pump will be returned for analysis.